Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the lead was returned severed 242 millimeters (mm) from the terminal pin; two segments were returned. Cuts were noted in the lead insulation, and bodily fluid was noted in the lead lumen. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout the tests were within normal limits. No additional testing was performed. Laboratory testing of the returned lead segment was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, it was noted that the lead was pacing normally, then stopped pacing. The pacing system analyzer (psa) cables were changed, and the psa was checked by using a temporary wire, and the psa was noted to be working appropriately. It was noted then that the physician fractured the lead during the extraction of the lead. No adverse patient effects were reported. The lead was later returned for analysis.